Event description:
It was reported that during an esophagectomy, the clip came off when trying to clip the blood vessel. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Info anticipated, but unavailable at this time.